Event description:
It was reported by the patient that there was a hole in the cannula base back that hole has never been there on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Establishment name: (B)(6). Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.